Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose was unknown at the time of incident. Customer reports they were unable to clear the alarm and not able to rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book). Problem isolated to force sensor. Unable to confirm a broken force sensor alarm due to critical pump error alarm.